Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified; curved opening, delamination of valve, white particles in shell. The leak test and microscopic analysis was performed which identified; a curved striated opening on patch assessed as surgical damage and total delamination of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool, and delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a "valve leaking on right breast implant". The device has been replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional additionally reported right side deflation. The device remains implanted.